Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter would not inflate. Additionally, a system notice was received indicating that the balloon was not sufficiently inflated. The coaxial umbilical and balloon catheter were replaced with no resolve. The case was aborted, and the patient was under general anesthesia. No patient complications have been reported as a result of this event.